Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to pump issues. The pump would not inflate or deflate properly. The device was removed and replaced. There were no patient complications.